Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. Upon the first inflation of the armada 35 balloon catheter to 5 atmospheres, the balloon ruptured. There was no resistance during advancement of the balloon catheter to the lesion. There were no issues noted during preparation of the device prior to use. Another armada 35 was used successfully for treatment. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.